Event description:
The rptr states doing meter comparison tests after getting low readings on rptr's meter. Meter reported a meter reading of 55 mg/dl, and an unknown comparison test of 130 mg/dl. The second test was within 5 mins. Rptr did not have any symptoms. On followup, the rptr states having vision problems, and realized that rptr's meter had been set in mmol/l. (Rptr was unable to see the decimal point.) No harm was alleged.